Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected to treat the lower limb arterial stenosis. However, during the first inflation at 14 atmospheres for one minute duration time, the balloon ruptured in a pinhole shape. After decompression, the device was removed from the body and the procedure was completed with a different device. There were no patient complications reported.